Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mp20 monitor fell from the wall bracket, damaging the glass and does not work. The device was not in clinical use at the time of the event and no patient or user harm was reported. The device was not in clinical use at the time. No patient or user harm reported.